Manufacturer narrative:
The reported events of auto mode switch (ams) due to far-r oversensing were confirmed through electrogram review. Competitive atrial pacing and noise could not be confirmed. Interrogation of the device revealed that the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and the battery depletion was normal based on the device usage. The far-r oversensing and ams entry could not be replicated in the laboratory. The atrial lead was not returned from the field so analysis is unavailable; the root cause of the far-r oversensing could not be determined. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the device was explanted and replaced on (B)(6) 2021.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate mode switch during atrial high rates. The event could not be discerned if it was the result of over-sensing noise or far r over-sensing or competitive atrial pacing. No intervention was performed. No patient consequences.